Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Reporter stated that on (B)(6) 2014 the patient's meter reading was 390 mg/dl; meter calculated a bolus of 12 units. Less than an hour later the patient tested at 146 mg/dl; meter calculated a bolus of 8 units. Patient alleged that the 8 units was an incorrect calculation because the 12 units was still showing as active insulin; did not take any additional insulin after the 146 mg/dl reading. Patient reported he did not deliver any bolus because he believed the calculation was incorrect. Patient stated he did not remember feeling any symptoms of high blood glucose. Patient believed the 390 mg/dl reading was inaccurate, however, stated he still believes the meter calculated the wrong bolus amount. Patient alleges the meter could either be giving wrong blood glucose readings or calculating the wrong bolus. No adverse event reported. Patient reported the test strips have all been used and discarded. Product was replaced and requested return of the alleged meter for evaluation.